Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized. Customer's health care provider removed them from the insulin pump during hospitalization. Customer was discharged without the pump. Pump was no longer in their possession. No further details provided. Blood glucose reading is unknown. The insulin pump will not be returned for analysis.